Event description:
It was reported "the gauge was twisted, making the reading difficult and uncertain. The surgeon had difficulty to grip the opposite corticale. He preferred using a gauge belonging to the clinic. Time of the surgery was slightly increased because the surgeon removed the suspicious screw to measure again with the gauge from the clinic. The depth measured was finally similar. But the gauge tended to twist itself when the surgeon tried to grip the corticale and is not very solid compared to other gauge. There was injury or adverse consequence reported. No serious increase of the surgery time.

Manufacturer narrative:
To date, the device involved in the reporter incident has not been received for evaluation. An investigation has been initiated based on the reported information.